Event description:
It was reported that during a coronary stent procedure in as saphenous vein by-pass graft, the balloon leaked and optimal stent expansion was not achieved. Upon attempting to remove the device, difficulty was encountered due to the partially deployed stent. While trying to pull back on the catheter, the shaft separated leaving the partially deployed stent in the svg and part of the balloon in the aorta. After multiple attempts, the physician was successful in retrieving the stent and the balloon remnant by using several retrieval devices as well as the internal filament of the stent catheter. Pt was stable throughout the event. Successful angioplasty was performed on the pt. The pt subsequently transferred to progressive care unit in stable condition.